Manufacturer narrative:
The customer¿s report that the tubing set male luer broke with leak was confirmed based on visual inspection. Breakage/damage was observed on the non-bd set. One of the non-bd set's male luer tip was broken off with the broken off tip lodged within the other non-bd set's female luer. Markings that indicated use of a hemostat tool were also observed around these luer components. No issues were observed with the reported suspect primary set. The samples were visually inspected for kinks, holes/tears in the tubing and more damages to the components. No issues were observed with the primary set. The samples were pressure tested and no leak, disconnection, or any issue was observed. No issues were observed with the reported suspect primary set. The cause of the leak was due to the damaged non-bd set. Clinical customer advocacy was informed of the breakage/damage with the non-bd set.

Event description:
It was reported that after inserting an IV and connecting the tubing set to the adult patient's peripheral IV site, the rn opened the clamp to initiate the sodium chloride 0.9% infusion and noted that the patient's blood began to back flow into the tubing set. Upon assessment, the rn found that the tubing set was leaking at the connection to the extension set. The rn clamped the IV fluids to further evaluate. The rn disconnected the tubing set from the IV and found broken bits of plastic noted at the end of the tubing set. Part of the male luer appeared to be broken off. The rn replaced the primary and the extension tubing sets. The customer further stated that there were no adverse effects caused to the patient.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. The customer stated that the patient was an adult patient.

Event description:
It was reported that after inserting an IV and connecting the tubing set to the adult patient's peripheral IV site, the rn opened the clamp to initiate the sodium chloride 0.9% infusion and noted that the patient's blood began to back flow into the tubing set. Upon assessment, the rn found that the tubing set was leaking at the connection to the extension set. The rn clamped the IV fluids to further evaluate. The rn disconnected the tubing set from the IV and found broken bits of plastic noted at the end of the tubing set. Part of the male luer appeared to be broken off. The rn replaced the primary and the extension tubing sets. The customer further stated that there were no adverse effects caused to the patient.